Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while inserting 5f mynx control vascular closure device (vcd) through an unknown 5f sheath, they noticed the sealant poking through the slit in the mynx. They opened and used another one for hemostasis. There was no reported patient injury. This occurred in the middle of the night, when the cath lab team got called in and when they tried to close the groin with a 5f mynx control. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified, and the device was stored and prepped according to the instructions for use (IFU). There was no device or package damage prior to use, and the device was removed from the package correctly. Excessive force may have been applied during insertion. The device will be returned for evaluation.

Manufacturer narrative:
As reported, while inserting a 5f mynx control vascular closure device (vcd) through an unknown 5f sheath, the sealant was noticed poking through the slit in the mynx. Another device was opened and used for hemostasis. There was no reported patient injury. This procedure occurred in the middle of the night when the cath lab team was called in and tried to close the groin with a 5f mynx control. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified, and the device was stored and prepped according to the instructions for use (IFU). There was no device or package damage prior to use, and the device was removed from the package correctly. Excessive force may have been applied during insertion. A non-sterile mynx control vcd 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed, the stopcock was found in the closed position, and the returned syringe was not attached to the unit. The sealant was exposed on the distal end in its manufactured position, as reported in this complaint, due to an observed frayed/split condition. The sheath used with the unit was not returned for this evaluation. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within specification: a functional test was executed due to the premature exposure of the sealant observed in the received condition of the unit. Using the returned syringe, the complete deflation of the balloon was promoted, and after obtaining the adequate tension indication, buttons 1 and 2 were depressed, achieving the expected mechanism, deploying the sealant, and retracting the balloon successfully, showing no traces of malfunction that could be related to a compromised mechanism. A magnified visual analysis of the sealant outer sleeves was executed. During this analysis, it was concluded that the sleeves portion did present conditions that could be related to the reported event, as frayed/split/torn conditions were observed. Additionally, a prematurely exposed state of the sealant was observed on the distal portion. The reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed through analysis of the returned device due to the exposed sealant observed from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (it was reported that excessive force may have been applied during insertion) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.